Event description:
It was reported that pump housing and usb port were damaged, which affected ability to charge pump, although pump had not shut down and issue had been present for about four months. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump and use alternate insulin method if necessary, and technical support arranged a replacement pump under warranty, confirmed shipping details, provided instructions for storage mode and pump return, and advised customer to enter pump settings and reconnect continuous glucose monitor on replacement device.